Event description:
Boxes of innova lfts was received through an employer. The patient's mother noted her son was home due to testing positive for covid-19; school results from a pcr test and lateral flow tests. The patient's mother tested her son with multiple tests out of the box supplied by her employer (innova tests) and noted it showed false negative result. A picture of the two different lfts results (one taken by the school and the innova test) was provided. The contact expressed concerns about the false negative test result due to working around vulnerable people. Additional information received noted the product is not available as box has been disposed of. However, the patient used the innova tests the same day the patient received the positive pcr and throughout the patient's isolation period and not one of the innova tests came up positive.

Manufacturer narrative:
The patient experienced a false negative result testing with the innova antigen test and received a positive pcr covid test when tested by the school. Product-specific information was not available. A review of manufacturing route sheets could not be performed as no lot number was provided, available through the complaint investigation follow-up. User handling may have contributed to the event. Possible contributing factors of a false negative result are unpacked test strips have been left too long, resulting in moisture sample was spiked too quickly with too much sample; the sample was not diluted at the right multiple or the sample was drunk before the test the amount of antigen in a sample may decrease as the duration of illness increases. Specimens collected after day 5 of illness are more likely to be negative compared to a rt-pcr assay a false negative test result may occur if the level of viral antigen in a sample is below the detection limit of the test or if the sample was collected improperly. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.